Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: error 4 message observed in the error log, but the error was not reproduced during the investigation. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter was displaying an error 2 message. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the product issue began on (B)(6). The patient manages their diabetes with pills, diet and exercise. The patient denied making any changes to their usual diabetes management regimen in response to the alleged issue. The patient reported developing a symptom of ¿shaking¿ an unknown time after the alleged issue began. The patient denied receiving any treatment for these symptoms. The cca was unable to troubleshoot with the patient as they did not have their testing supplies available. Replacement products were sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue began.

Manufacturer narrative:
Follow-up # 4: the retain test strips have been further evaluated by lifescan product analysis with the following findings: performance testing with blood did not confirm the reported issue; however, as previously reported, the retain test strips were found be biased low at 100 mg/dl. In addition, a DHR (device history record) was completed for the associated meter lot and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 3: this supplemental is being sent to correct information that was submitted previously within the narrative of follow up #2. Sentence should state - the retain test strips failed the performance testing with blood and were found to be have low bias accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2: the retain test strips failed the performance testing with blood and were found to be have high accuracy and precision at 100mg/dl. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.